Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-03632 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) to treat her stress urinary incontinence and cystocele in a stress urinary incontinence and cystocele repair procedure on (B)(6) 2010. Following implantation, the patient experienced injuries including pain, continued urinary incontinence, and infection (date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.